Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site 25 (type iii bone). Primary stability was achieved and osseointegration was not achieved. The clinician states that the implant never integrated. Inadequate bone quality/quantity was involved in the event. The implant was removed on (B)(6) 2012 due to pain and mobility. Medical history: diabetes mellitus.